Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacture's technician evaluated the unit and confirmed the failure reported by the customer. The reported issue was corrected by replacing the flow sensor assembly. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was isolated to the (u1) component on the air flow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported low proximal pressure causing the pressure accuracy test to fail. There was no patient involvement.